Event description:
Emergency room personnel were attending to a bradycardiac pt. External pacing was initiated. There have been conflicting stories from the staff regarding the report of a device malfunction. The initial report stated the device allegedly displayed a pacing leads off message and would not pace, however the operator of the device during the event, reported the device was indeed pacing the pt. This opinion was based on the observation of muscle twitch, however it was stated that the code summary report incorrectly annotated the pacing current remained at oma. There were no adverse effects to the pt as a result of the alleged malfunction.